Event description:
Customer reported that a backup css console was observed to have an unreadable lcd display on the vacuum indicator. This alleged failure mode poses no risk to a pt because the css console was not supporting a pt. In addition, this alleged failure mode does not prevent the css console from performing its life-sustaining functions. An investigation will be conducted by syncardia.